Event description:
Reporter indicated that during a vns replacement surgery, "an issue with the leads" was found. Prior to surgery, the surgeon believed that only the pt's generator needed to be replaced. After identifying a problem with the lead in the operating room, both the lead and generator were replaced. Attempts for additional info have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.